Manufacturer narrative:
Product ID# 97714, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to 2 overdischarge{s}. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome/spinal pain. It was reported that the neurostimulator (ins) was overdischarged due to patient non-compliance. It was reported that the issue was resolved. No further complications were reported/anticipated. On 2019-oct-18 additional information was received from the rep. It was reported that the patient and the hcp elected to replace ipg. The ipg was returned. No further complications were reported.